Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: two samples were returned for evaluation. The photo and the samples confirmed the open packages with red tape through visual inspections. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6200697. Conclusion: the most likely cause is roll splicing during a top web roll change. The two packages were not detected and inadvertently packed out.

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder had 2 of the 20 packages in the box open and marked with red tape. No injury or medical intervention reported.